Event description:
Patient's eyes became irritated and red after using the solution. She stopped using the solution after the 3rd day. Went to see her doctor and was diagnosed with keratitis. Pt was treated for a week.